Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2019 a 25mm epic valve was selected for implant for a mitral valve replacement. A 21mm non-abbott valve was implanted concomitantly for an aortic valve replacement. The devices were implanted. The patient was suspected of having a collagen disease, and steroids were continually administered. On (B)(6) 2026 the patient presented with exertional dyspnea and was diagnosed with aortic regurgitation and mitral stenosis. The bioprosthetic valve was noted to have detached from the annulus at the aortic valve position. The repair was performed with patch reconstruction. The 21mm device was replaced with a 25mm non-abbott valve. The 25mm epic valve was replaced with a 27mm epic valve. Upon observation of the 25mm epic, calcification was present on the prosthesis. The patient status was stable.